Event description:
Clinician reported the device would not lock and the needle was left exposed. The sample was discarded. A lot number and product code was not available. Add'l info was not available from the account contact.